Event description:
Dr. Went to deploy a band off of the boston scientific speed band device and the device wanted to deploy the third band instead of the first band that was pre-loaded on the device. They were unable to apply a band with the device they had loaded. They had to remove the egd [esophagogastroduodenoscopy] scope, remove faulty banding device, open another speedband device, and apply it to the egd scope. They were able to use the second device without issues.